Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device was right front corner broken off of top case, bottom case has a crack near the battery bay also right plunger case crack. Unable to duplicate the motor rate error during occlusion test the root cause of the reported issue was found to be abnormal wear. White teflon flakes were found on worm coupling facets which were causing the motor rate error intermittently. Actions taken to mitigate the reported issue: replaced the old tefon washers, also replaced the old style motor bracket, worm gear, leadscrew and clutch halves for preventive measures. Performed occlusion test which passed. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that motor rate error event occurred. No patient injury was reported.